Event description:
It was reported that balloon rupture occurred. The patient presented with arteriosclerosis obliterans. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation and was initially inflated at 10 atmospheres. However, during the second inflation at 12 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and patient was in good condition.